Event description:
It was reported that a patient developed a pressure injury on their cheek where the plastic "mitten" support of the anchorfast oral endotracheal tube fastener pressed through the barrier to the skin. The device had been in place for 5 days. Extent of medical treatment required has not been provided by user facility.

Manufacturer narrative:
Investigation is ongoing. Extent of medical treatment has not been able to be determined.